Manufacturer narrative:
The insulin pump was received with high sleep current and had intermittent back light due to corroded electronic assembly also, traces of corrosion was found at the motor assembly and the battery tube. The insulin pump failed the leak test also, leak at a crack at the battery tube threads. However, the insulin pump passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. All of the buttons are responding properly. No unlocked keypad connector. No button keypad anomalies noted. No flashing white display anomaly noted. The insulin pump had minor scratched lcd window, scratched case and cracked case at the battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump was flashing white and alarming. The patient's most recent blood glucose value was 6.4 mmol/l. The customer's pump stopped alarming and the screen went blank; however, the notification light was still flashing. The customer was advised to put the pump in sleep mode but the pump would not execute the command. The issue was unable to be cleared so the insulin pump will be returned for analysis and a replacement pump was shipped to the customer.